Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, "small amount of peri-implant fluid."

Event description:
Healthcare professional reported "capsular contracture grade iii for the right side." Additionally, healthcare professional reported "benign calcifications, prominent folds/radial creases, cyst, small amount of peri implant fluid" via MRI and mammogram reports. Device remains implanted.